Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the customer had an infusion of heparin which was initiated at 2000 on 9/13. It had been running at 0.9 ml/h. At 0400 rounds, it was noticed the heparin was infusing at 1 ml/h. No one had touched the pump, and there was no change in the infusion verify. There was no evidence the rate had been changed in epic. The pump and module were switched and left it in the soiled utility room with a tag on it. There was patient involvement, but the outcome is unknown.